Event description:
It was reported that when an asymptomatic patient presented in the operating room for device change out due to normal eri, externalized conductors were observed on rv lead. No electrical anomalies were detected. The lead was capped and replaced.